Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 2nd complaint for lot # 8290968 for this type of defect or symptom. Previous complaint (B)(4). Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that the connection between needle and hub broke during use with a bd precisionglide¿ needle. The following information was provided by the initial reporter: it was reported the needle/hub connection broke.